Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect. Expiration date: unknown as lot # is unknown. Similar to device under 510(k) k090140. MFR date unknown as lot # is unknown. Summary of investigational findings: the images confirm perforation. The filter is not retrievable using standard techniques but likely could be retrieved using advanced techniques such as the loop snare technique or rigid forceps to mobilize the hook. Patient medical history unknown at this time. Filter perforation of the vena cava wall is a well-known risk. Several case reports published in scientific literature describe filter perforation of the vena cava wall. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter appeared to have perforated the cava wall and could not be retrieved. Patient outcome: a section of the device remained inside the patient. The physician will attempt to retrieve it again.